Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for a stent graft leak reported from this lot. The reported patient effect of death, as listed in the graftmaster instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The 3.5x19mm graftmaster referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that during treatment of a lesion in the right coronary artery (rca), the vessel was perforated by an unspecified device. The 3.5x16mm graftmaster stent implant was successfully deployed without issue; however, the perforation was not fully sealed. The 3.5x19mm graftmaster stent implant was successfully deployed without issue; however, the perforation still was not fully sealed and appeared to spiral. The patient was transferred to the operating room (or) for a pericardial window; however, the patient expired before the pericardial window could be completed. No autopsy was performed as the cause of death was attributed to the perforation. There was no additional information provided.